Event description:
It was reported that this lead was an attempted implant. During the pacemaker implant procedure, while placing the lead, the threshold remained high at approximately 3 v. After positioning the lead many times, the lead helix subsequently stopped retracting. The lead body was rotated counterclockwise, and it was possible to then remove the lead. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was extended and appeared stretched-out. Tissue was also observed to be entwined in the lead helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was an attempted implant. During the pacemaker implant procedure, while placing the lead, the threshold remained high at approximately 3 v. After positioning the lead many times, the lead helix subsequently stopped retracting. The lead body was rotated counterclockwise, and it was possible to then remove the lead. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned for analysis.